Event description:
It was reported that a subject with a diagnosis of aortic valve stenosis, classified as new york heart association (nyha) functional classification iii, and with comorbidities including diabetes mellitus (on oral antidiabetics), dyslipidemia, hypertension, and renal failure (not on dialysis), underwent an implant procedure with a transcatheter aortic valve evfxplus-29 on (B)(6) 2025. Baseline standard electrocardiography on (B)(6) 2025 showed no abnormalities. During hospitalization following the procedure, complete heart block (chb) was detected on electrocardiography, and a pacemaker was implanted on (B)(6) 2025. The subject was discharged home on (B)(6) 2025 with no late complications.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.